Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Due to this a defibrillation threshold (dft) test was performed which was successful indicating that sensing and thresholds were stable. No changes were performed on the lead as the device was scheduled for a replacement procedure due to normal battery depletion. This lead remains in service. No further adverse patient effects were reported.